Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. The lesion was pre-dilated with a 4.0mm balloon catheter then a 4.00x12mm synergy ii drug-eluting stent was advanced but failed to cross lesion. The 4.00mm balloon catheter was rea-advanced bu the device was still unable to cross the lesion. When the physician checked the device outside of the patients body, it was observed that part of the stent got lifted. The procedure was completed using non bsc device. There were no patient complications reported.